Event description:
It was reported that a 'u' approach sling procedure was performed in 2006. Post-operatively the pt did not have any relief from her urinary incontinence. The surgeon removed the original sling device and inserted a different sling device.